Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, laparoscopic pulmonary surgery, when the pulmonary vessel was stapled, blood was oozing on the staple line. Used another reload from another lot number to complete the procedure. There was no patient injury.